Event description:
While loading a new system solution bottle on the alinity m instrument, drops of liquid waste landed in the operator's left eye. The customer reported that the tube that connects to the liquid waste bottle 1 was broken. The user was wearing a lab coat, gloves, and glasses at the time but no goggles. The operator used an eye wash station after the incident and confirmed that no additional treatment was required. The customer confirmed that the leakage was contained in the drawer.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list (B)(4), which is also us FDA approved.

Manufacturer narrative:
The results of the investigation are summarized as follows: quality data review: nc (nonconformance)/CAPA review a search of nc/CAPA records was performed for instances related to burst tubing connected to the liquid waste bottle. The query did not identify any records related to burst tubing connected to the liquid waste bottle on an alinity m system. Product/system/instrument evaluation: service history review a service history review was performed for alinity m system, sn (B)(6). The service history review did not find any prior service records related to burst tubing connected to the liquid waste bottle on alinity m system, sn (B)(6). Customer data review there were photograph attachments to complaint ticket, which show burst tubing attached to the liquid waste bottle, crystalized lysis around the liquid waste bottle cap, and evidence of a splash resulting from the burst liquid waste tubing. Complaint history review: a complaint search was performed to identify past complaint tickets for any instances of burst tubing connected to the liquid waste bottle on an alinity m system, ln 08n53-02. Complaint trending was completed. A trend violation was not identified, and the upper control limit was not exceeded for the alinity m system (08n53). Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02.